Event description:
A package for the sterile biopsy needle used with the cassi ii rotational core biopsy system arrived at the physician's office with a breach in the sterile pouch. This was discovered prior to use on a pt. The device was not used on a pt.